Manufacturer narrative:
For the reported date of event no device problem was found in the logfile. However, in the course of the investigation, it became apparent that on (B)(6) 2025 a ventilator failure occurred. The log file analysis indicates that for this date only a negative pressure exceeding -15mbar was measured inside the ventilator cylinder during downward movement of the piston which indicated a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The device facilitates an auxiliary air intake valve that opens at -8mbar to take in ambient air for compensation of the fresh gas deficit. However, the negative pressure further increased to -15mbar and, the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. Based on experience a sticking auxiliary air intake valve may have caused that a fresh gas deficit could not be compensated by device countermeasures that would be initiated when the airway pressure becomes negative. A sticking auxiliary air intake valve can be the result of insufficient reprocessing. The dispatched fse could neither duplicate the error condition nor find any hints of a device malfunction. Dräger finally concludes that the device reacted as designed upon an error condition of unknown origin; the ventilator operation was temporarily stopped as long as the negative pressure was measured; a corresponding alarm is being posted for the duration the negative airway pressure is measured. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was found that during a case on (B)(6) 2025 the device went to a vent fail. No injury was reported.